Event description:
It was reported that the maestro duraguard was bent. This was noticed during testing at the manufacturer. There was no patient involvement and no adverse consequences associated with this event.

Event description:
It was reported that the maestro duraguard was bent. This was noticed during testing at the manufacturer. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The reported event of a bent foot on the duraguard was confirmed by a stryker diagnostic technician through visual inspection. A bent duraguard can occur when excessive side load is applied to the feature.